Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Verbatim: complaint via email. We order our bd safety glides through x. But I wanted report defective needles to the company just incase there was a recall l 25gx1inch needles lot 2010821 expiration 12/31/2026 the needle are either closed or too small to push vaccine through lot 4327957 expiration 10/31/2029 the needle disconnected from the connection and stayed in the patient. The patient was not harmed, and the needle was removed from the patients arm, but this could have been terrible if this was a child. The nurses using the needles have many years of experience this was not user error. Both nurses have been giving for 10 plus years. Please let me know what other information you need to identify these defective needles.